Event description:
Customer reported that the pump screen was not readable. There was no information on whether there was any adverse impact on the customer¿s blood glucose level. Initially, the action was to wait for the pump¿s return for further inspection, but the customer later confirmed they would not return the pump, and the complaint was closed.